Manufacturer narrative:
This report is being filed under exemption e2012068 by the arjohuntleigh magog inc. (Registration #9681684) on behalf of the importer arjohuntleigh inc (ahus) (registration #1419652). Additional information will be provided following the conclusion of the investigation. The arjo representative became aware of the event with the involvement of maxi move passive floor lift. It was reported that the resident's right hand was trapped in the attachment lug which connects the sling with the lift. It was revealed by the customer that the leg section of the sling was connected to the lift spreader bar (at the time of the event). The resident was holding the device spreader bar on the attachment lug during the transfer and suffered the hand skin breakdown. Injury was localized between thumb and index finger. As a consequence of the event, patient was hospitalized - the 4 stitches were required as a treatment. After the event the device has been evaluated by arjo service technician it was confirmed that the device was working according to the manufacturer's specification - no malfunction was found. There was also no sharp edges identified within the lugs. The instruction for use IFU for maxi move (001.25060.en rev. 12) contains information: "note: to ensure the patient's maximum comfort, do not allow the patient to hold on to the spreader bar or the jib." Please note that the reported event was a sequence of unfortunate events. The caregiver did not notice that the patient was holding the spreader bar. Care facility director confirmed that the resident had the inability to follow instruction and grabbed the attachment bolt on the spreader bar. Most of the elderly people have poor skin integrity. Due to this fact the patients are more prone to cuts, injuries, pressure ulcers. In light of this information the pressure on the skin resulting from grabbing by the patient attachment lug might have led to the reported injury. Patient or user is not in any immediate danger and is not exposed to a risk to health, as long as the device is used according to the device labeling. When reviewing similar reportable events for the last 5 years, we have not found complaints with similar fault description. This is an isolated occurrence. Sum up, while the event occurred arjo device and was being used for the patient's transfer and thus played a role in the incident. No technical malfunction of the device was found. The reported event was a sequence of unfortunate events. The complaint was decided to be reportable as the patient sustained a serious injury as an outcome of the event.

Event description:
The arjo representative became aware of the event with the involvement of maxi move passive floor lift. It was reported that the resident's right hand was trapped in the attachment lug which connects the sling with the lift. It was revealed by the customer that the leg section of the sling was connected to the lift spreader bar (at the time of the event). The resident was holding the device spreader bar on the attachment lug during the transfer and suffered the hand skin breakdown. Injury was localized between thumb and index finger. As a consequence of the event patient was hospitalized - the 4 stitches were required as a treatment.